Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for change out. Externalized conductors were noted. Increase in capture thresholds was observed. The lead was capped and replaced.